Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 03/28/2007 to present date 01/13/2021 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was a loud motor in use. There was no patient involvement.

Event description:
It was reported that there was a loud motor in use. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced motor assembly for noisy, sub mechanism assembly was contaminated, door assembly for cracked upper hinge, rear case housing assembly was contaminated and iui connector assembly was corroded. A review of the device history record for sn(B)(6) was performed from date of manufacture 03/28/2007 to present date 01/13/2021 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the motor - misaligned (noisy). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# ca-2018-0161 iui conn issues.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a loud motor in use. There was no patient involvement.